Manufacturer narrative:
Patient information: declined. The customer indicated that patient information was not provided due to personal data privacy legislation/policy. Section d6b, if explanted, give date: the exact date is unknown. The best estimate is between the implant date and awareness date. On (B)(6) 2024 through (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted due to hyperopic outcome that was noticed during a post-op exam. The symptoms lasted 4 weeks. It was reported that there was no incision enlargement, vitrectomy or sutures. There was no delay in procedure and no medication outside the standard of care was needed. The customer indicated that the directions for use were followed. There are no activities that the patient could no longer perform because of this event. They have fully recovered. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 1, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The complaint device was received cut. The lens was cleaned and presented with no additional issues that would have caused or contributed to the complaint event. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.